Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture. During visual evaluation of the device, a tear was observed in the posterior view measuring approximately 5 cm within the rupture a crease was noted. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture and crease mentioned above were caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 650cc gel breast prostheses developed baker grade IV capsular contracture in both of her breasts. Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2019. Post-explantation, it was observed that both of the patient¿s removed devices had ruptured. This medwatch report is for the patient¿s left breast prosthesis. The reported implantation date of 2003 is before the device manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received for the implantation date, a supplemental report will be submitted.